Event description:
It was reported that a malfunction alarm occurred after going through a tsa checkpoint. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer's blood glucose level.